Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer reports on the y section of the catheter, a hole was found where and blood leakage occurred. A new catheter had to be placed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.